Event description:
During routine testing of the device, the user reported the arterial blood pressure monitor failed during service testing. Since the event occurred during routine testing, there was no pt involvement during this event.